Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer advised to discuss an alternate method of insulin therapy with healthcare provider.